Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the difficulty recharging was not known. They stated that it seemed to have corrected itself. They stated that they now keep the recharger on its charging dock 24/7 per recommended device care. They were successful in charging their implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID wr9220 (serial: (B)(6) ); product type: 0213-recharger; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they would usually recharge their ins every sunday and that the ins would usually be at 60% charge, and it would take a good 10-15 minutes to charge, but for the last 3 weeks the patient had been at 50% charge, and then last night ( (B)(6) 2024 ) they weren't able to charge the ins to 100% because the recharger kept losing connection to charge the ins. The patient stated the recharger would start beeping like it was searching for the ins to charge the ins, and the handset showed a 'not found' message. The patient stated that it didn't appear that the recharger and the handset were connected and that they were "out of sync" with each other. The patient stated they tried charging for an hour and 15 minutes and just gave up at that point. The patient stated the recharger had 2 bars. The patient stated they would always charge while lying in bed, but they'd had knee replacement surgery on (B)(6) 2024, and it seemed like the recharger was losing more connection from the ins since the surgery. The patient stated they had mobility limitations after the surgery as well, so they used to be able to turn to charge the ins, but now they weren't able to turn to charge the ins since the surgery. Patient services asked the patient if they'd recently changed their setting, which led to the ins battery being at 50% charge instead of 60% charge, and the patient stated they had changed the setting a few times, but they did not say when exactly in reference to the timeline of the surgery. The patient stated they attempted again to charge today ( (B)(6) 2024 ), and they were able to charge the ins to 100% today. Patient services reviewed with the patient to call back to troubleshoot further the next time they went to charge to diagnose if there was an issue with the external equipment. Patient had not been aware to keep the recharger on the dock and charging when not in use (they noted they had never been told that before), so patient stated they would keep it on the dock from now on. Patient services also redirected the patient to follow up with their health care provider (hcp) about their concerns about the ins being at a lesser charge than it typically was in the past few weeks and also since the issue with connecting to charge the ins began after the surgery. The patient stated they didn't think it was the ins and thought maybe it was the equipment getting old, and patient services again redirected the patient to call patient services back when they went to charge next to further diagnose the issue. Patient services wanted to note that the p atient was confusing to follow and gave contradictory event date information. Initially, they said the recharger losing connection to the ins began after their knee replacement surgery, and patient services asked the patient if perhaps they'd made a change to their settings (increased the stimulation) or changed their program since the surgery, but the patient did not clarify what changes they made and stated they thought their symptoms were better since surgery and that the symptoms had been much worse before the knee surgery and they had to use pads. The patient then stated that the recharger losing connection to the ins happened before the surgery but didn't say when it began and referenced calling patient services previously to address the issue. The patient stated they fell 2 years ago and denied having had any other falls or traumas that led to the issue. They stated the issue wasn't happening because of their fall two years ago or anything else and continued to state they thought it was the equipment, not the ins. Patient services reviewed with the patient if it was more difficult now for them to charge since their surgery and the last 3 times they went to charge, the ins was at a lower percentage than it had been before. When they would go to charge, it might be good to make an appointment with their hcp to check the implanted system, but they noted they could always call back to troubleshoot recharging the ins. The patient stated that they'd call back to troubleshoot the next time they went to charge. Documented and reported event. No further action was taken by patient services.